Manufacturer narrative:
No RMA has been initiated for this issue. Model m41rsolid16b, serial number/date code (B)(4) is approximately 2 years 1 month old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's preexisting medical condition states that she is partially paralyzed and has severe arthritis. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history states that repairs for the chair started in (B)(4) 2010 with repairs for the batteries, footplate, controller and arm rest. Additional repairs were made for a loose seat (seat bracket), cushion, repeated repairs for batteries and controller. The consumers poa stated that the consumer is very astute and articulate and is extremely dependent on her power chair as she is unable to walk more than a few steps at a time. Due to her paralysis, it is extremely difficult and painful for her to manipulate a manual wheelchair around her carpeted apartment. The power chair is her means for her independence, a basic necessity and a medically important part of her life.

Event description:
Power of attorney sent letter to report several alleged issues with power chair. No injury alleged.